Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced tachycardia and subsequent ablation was performed off-label at the superior vena cava (svc) right atrial appendage (raa) junction which may have inadvertently ablated the sinus node. During a pulse field ablation (pfa) procedure to treat atrial flutter a farawave catheter was used. A tachycardia was mapped to the svc/raa junction. The area (an off-label location for the device) was ablated with the farawave which may have inadvertently ablated the sinus node in the process. The tachycardia terminated after the ablation, and then the patient went into atrioventricular (av) pacing from a pre-existing pacemaker. The potential patient injury was discovered when the patient went into av pacing. The injury was not confirmed as the pacemaker was not interrogated by the physician. It is unknown if the procedure was completed. No medical intervention was taken, and the patient was noted to be in stable condition.